Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the batteries to correct the issue. It was noted that the batteries had never been replaced on the iabp unit. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer, both batteries for the cs300 intra-aortic balloon pump (iabp) were defective and needed to be replaced. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a routine check performed by the customer, both batteries for the cs300 intra-aortic balloon pump (iabp) were defective and needed to be replaced. There was no patient involved and no adverse event was reported.